Event description:
(B)(4). After having essure placed, I began to experience fatigue, headaches, migraines, bloating, lower back pain, left side abdominal pains, anxiety, joint pain, and forgetfulness.